Event description:
It was reported to boston scientific corporation that a lynx system was used during a lynx sling procedure performed on (B) (6) 2008. According to the complainant, in (B) (6) 2010, the patient presented with erosion. The sling was noted to be coming through the vaginal wall. The patient underwent surgery on (B) (6) 2010 to have the part of the sling that eroded into the vagina removed and the tissue repaired. The patient reported on (B) (6) 2010 that she is "having even more problems". Follow up with the complainant is ongoing.

Manufacturer narrative:
The user facility declined steris' offer for an in-service training.

Manufacturer narrative:
This incident concerned a 3085sp surgical table that began to tip during a gastric bypass procedure. The hosp staff was able to stabilize the table by respositioning the pt. The pt was not injured and the procedure continued without incident. A steris tech examined the table after the incident and found no problems. Notably, the table's floor locks were functioning properly and the counterweight had been properly installed. Steris believes that this incident was caused by the manner in which the pt was positioned on the table. Although, this table is designed to hold pts who weigh up to 500 lbs., the pt must be positioned properly for this weight limit to apply. In this instance, it appears that the pt's center of gravity was positioned too close to the end of the table. After the incident, a steris account mgr contacted the hosp, discussed the incident, and offered additional inservice training.